Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. Reviews of the complaint history, device history record, instructions for use (IFU), manufacturer¿s instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that the device was returned in used and damaged condition for investigation. A physical examination of the device showed some biomatter present on the surface. A visual examination confirmed damage at the distal end of the dilator in the form of the tubing starting to split. A .018 wire guide was able to pass through the dilator with minimal resistance. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufactures instructions and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states ¿this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed.¿ it goes on to say, ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ based on the information provided and the examination of the returned product, investigation has concluded that this failure could be traced to user error. Since the second dilator was able to be easily passed following the act of nicking the skin, it is reasonable to suggest that the first dilator experienced tip damage due to the narrow insertion site. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an embolization procedure of the left kidney, the tip of a performer introducer became damaged upon entry into the skin. Access was obtained from the right radial artery with an unknown manufacturer's micro-wire and needle. There was no scarring of the access site noted, and the physician did not make an incision ("nick") in the skin. Upon attempts to insert the complaint device, the dilator tip frayed, and the device did not enter the patient's skin. A second device was utilized to complete the procedure, after an incision ("nick") was made at the insertion site. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.